Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a broken plunger lever and right plunger case. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, the reported issue was able to be duplicated. Service replaced the right plunger case and recalibrated the force sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor test, had a physical damage to the plunger case and plunger lever. No adverse effects were reported.